Manufacturer narrative:
During manufacturing, this device underwent a series of inspections, including inspection of the patch and knots. Review of manufacturing documentation confirmed this device successfully passed these inspections. The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed.

Event description:
The 30mm amplatzer® septal occluder (aso) was unable to be deployed due to the development of thrombus on the wire in the left atrium (la). The aso and wire were removed and intracardiac tpa was given. The procedure was long because the aso could not be deployed easily due to a prominent eustachian valve and anatomy. The case had to be abandoned due to thrombus. A 32mm aso was also resized during this case.